Event description:
The diabetes clinical manager reported via phone call that the customer had been hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's most recent blood glucose was over 600 mg/dl. The caller stated that the customer had changed his basal rates from 14 to 19 units, but he still had high blood glucose, so he was taken off the insulin pump and put on a loaner insulin pump, after which his blood glucose lowered. The caller did not observe any signs of damage to the device. The customer sustained a brain injury and the diabetes clinical manager was unable to provide any further information regarding the two hospitalizations. She advised that she would call back with further information regarding the event and device serial number. The caller was unable to troubleshoot and the doctor requested to replace the insulin pump. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump functioned properly. The unit was received with a minor scratched liquid crystal display window and cracked reservoir tube lip.